Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later, a revision surgery was performed in which the reservoir was replaced. Upon explant, fluid loss was noted to be caused due to a hole in the reservoir; however, the cause for the perforation was not detailed in the hospital. Following the intervention the patient was stable and improved.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the identified the reservoir had wear at a fold, and a hole, therefore, the reported event is confirmed. Technical analysis: the product was returned for analysis to our post market quality assurance laboratory. Visual examination identified a wear at a fold in the reservoir shell, and a hole which led to a fluid leak. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later, a revision surgery was performed in which the reservoir was replaced. Upon explant, fluid loss was noted to be caused due to a hole in the reservoir; however, the cause for the perforation was not detailed in the hospital. Following the intervention the patient was stable and improved.